Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography therapeutic procedure, the distal cover detached from the scope and fell inside the patient's mouth. The patient coughed, put the distal cover, and the procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
D4 - primary UDI number: since the lot number is unknown at this time, the UDI is either (B)(4), or (B)(4) depending on the lot number used. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.